Event description:
A patient was undergoing shoulder arthroscopy. While the arthroscopy guide was being placed for usage, the plastic tip broke off during placement and positioning over the bone. The physician was able to grasp the tip and retrieve it without consequence. There was no undo pressure noted to the device.